Event description:
It was reported that the device had failed calibration test. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. Annex a: a09, a0709. Annex b: b01. Annex c: c07, c0201. Annex d: d02. Annex g: g04090, g0301204. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the device failing a calibration test was confirmed during laboratory testing, is being attributed to a motor failure. The suspect pump modules, external and internal inspection did not confirm any anomalies. All parts inspected were observed to be manufactured by bd. Calibration of the suspect pump module was attempted using the alaris system maintenance (asm v12.5). After the calibration attempt, the device vpmr values were 155.9 micro l to 146.4micro l. Per the test results, the vpmr is out of range, and the device requires repair. The motor was temporarily replaced, for testing purposes only, with a known good dchu lab motor. A rate calibration task was performed and the rest results showed that the device presented a new vmpr value of 157.1 micro l. The test results indicated that the suspect pump module is within specification. A basic infusion was performed on the suspect pump module. The infusion was programmed for a duration of 12 hours. The infusion was completed successfully with no error or malfunctions. The event date was reported to have occurred on 14 october 2025; the time of event was not reported. A review of the pump module error log showed no records related to the reported issue of the suspect pump module. The pump module error and event log were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resides on the pcu. The bd alaris system with guardrails user manual v12.3.2 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing root cause: the root cause of the report of the device failing a calibration test is being attributed to a motor failure. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed calibration test. There was no patient involvement.